Event description:
It was reported by customer that during helium cylinder replacement, the cardiosave intra aortic balloon pump had defective cylinder coupling. There was no patient involved and no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: full name initial reporter: (B)(6).

Manufacturer narrative:
Updated fields - b4, e1(event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, troubleshooting performed, high pressure helium regulator (0103-00-0637) and pressure transducer (0682-00-0092-01) replaced, diagnostic and functional tests performed. Repair completed. Functional tests performed successfully.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Corrected fields: d4 (unique identifier (UDI) #).

Event description:
It was reported that during helium cylinder replacement the cardiosave intra aortic balloon pump (iabp) helium leak from the high-pressure regulator. There was no patient involvement and no adverse event reported.